Event description:
Note: this report is the second of two reported malfunctions occurring during the procedure. A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during preparation, the anchoring balloon had a leak, and the procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. Refer to MFR report #3005099803-2008-04542 for details regarding the first device.

Manufacturer narrative:
A product evaluation is pending; results will be provided in a follow-up medwatch report.